Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead flipped to unipolar following a bipolar lead check failure on (B)(6) 2024. The unipolar pacing polarity caused phrenic nerve stimulation for the patient. No out-of-range values could be reproduced in person, but there was a fluctuation of about 200 ohms when running impedance tests in multiple positions. It is known that the lv lead may not be in the most optimal position. The lead was programmed bipolar and the patient will continue to be monitored. Lead remains implanted.